Event description:
The patient originally reported that his system was checked last year because of palpitations, and it was found that one of the leads was bad. A new pacemaker was installed with a new lead. Follow-up information received from the patient's following physician states that the lead was replaced because it broke. No patient complications have been reported as a result of this event.